Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The flow screens were identified to be dirty and replaced as a precaution. The device was recertified and returned to the customer. Review of the forensic memory file observed multiple occurrences of compressor fault error and the file indicated the patient was coughing which can trigger the fault. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault - 2001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.